Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
This is a regulatory report by center regional pharmacovigilance (crpv) from (B)(4) of diarrhea and bacterial peritonitis with culture positive for klebsiella oxytoca in a (B)(6) male patient coincident with extraneal viaflex therapy. On an unreported date, the patient began treatment with extraneal viaflex 1 bag daily intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 010, the patient experienced bacterial peritonitis, manifested by abdominal pain and cloudy effluent. On the same day, the patient was hospitalized; "at arrival" the patient experienced abdominal pain and diarrhea. On (B)(6) 2010, extraneal therapy was temporarily withdrawn. On (B)(6) 2010, the patient began treatment with vancomycin 1 gm, rocephin 2 gm, and gentamycin 80 mg. On an unreported date in (B)(6) 2011, extraneal was reintroduced. At the time of this report, the patient has not recovered from the bacterial peritonitis. The reporter believed the event of bacterial peritonitis with culture positive for klebsiella oxytoca was unlikely related to extraneal therapy. The reporter did not provide an opinion of causality for the event of diarrhea.